Manufacturer narrative:
The returned device was evaluated and a kink was noted on the exposed portion of the soft cannula and the needle tip was found protruding the exposed soft cannula when the pod was opened. It is unclear when the damaged occurred. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 26.9 g/l (484.7 mg/dl) after wearing the pod between 4 and 24 hours on the leg. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).